Event description:
It was reported that "blood leakage was observed from the side of introducer when a swan-ganz catheter was inserted." There were no patient complications reported.

Manufacturer narrative:
One edwards hemostasis introducer was returned for evaluation. Dry blood was visible on the introducer stopcock. The swan-ganz catheter was not returned with the introducer. Leak testing was performed with and without a catheter inserted and leakage was found occurring across the hemostasis valve. Leakage occurred due to a missing wiper gasket from the valve. With the wiper gasket missing from the introducer valve, leakage will occur when a catheter is inserted through the valve. If no catheter is inserted, the duckbill valve will seal the introducer and no leakage will occur. The missing wiper gasket was not found inside the introducer hub or sheath. The wiper gasket may be torn or dislodged if the dilator is not inserted straight as shown in the product IFU. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time.